Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was high impedance, noise, and a lead fracture with intermittent make and break connection. The patient further reported that the lead was "cracked" and that no voltage was going through the lead. The lead was left connected to the device, but was not used for pacing. No patient complications have been reported as a result of this event, and the patient's status was reported as "well."